Manufacturer narrative:
On 5/8/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left-mentor smooth round moderate profile 525cc saline breast implant, catalog number 3501685, lot number 214989. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 525cc saline breast implants which the right side deflated after implantation. Patient was told from the oncologist informed her right breast implant is deflated. In the past two weeks, patient states she thought the chemo was making her hand fall asleep, but now believes it may be due to the deflated implant. Definitely smaller in size. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.